Event description:
It was reported that during a surgery the distal tip of the drill was broken off. The fragments probably remained inside the nail. The breakage was noted at the end of the operation. A scope was made on the patient, but no debris was visible. Due diligence is in process and to date no additional information has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, a4, b4, b7, d9, e1, e3, g3, g6, h2, h11. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Diligence is complete and no further information on the reported event has been provided.

Event description:
Diligence is complete and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The cmn lag screw reamer was returned to the product surveillance team for investigation. The shaft of the lag screw reamer exhibits signs of normal use. However, the tip of the cutting blade of the instrument has fractured off with no fragments being returned. The rest of the cutting blade shows signs of damage. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the analysis of the returned instrument, a fracture of the lag screw reamer can be confirmed. The review of the surgical technique suggests that using the wrong ccd angle during assembly of the lag screw reamer on the targeting guide could potentially lead to impingement of the tip of the lag screw on the nail, which might contribute to the fracture of the reamer. However, with the available information, it is impossible to reproduce the reported event, and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.